Event description:
It was reported the pt (B)(6) is not receiving effective stimulation and is experiencing uncomfortable painful stimulation. Lead diagnostics showed invalid impedances. An sjm rep was able to reprogram around the invalid impedances, however, the pt's issues are worse now.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.